Event description:
It was reported that a patient underwent an unknown procedure in 2026, and suture was used. It was reported by the sales rep that there was very tips of 2-0 and 3-0 vicryl needles are breaking off. Additional information was requested.

Manufacturer narrative:
Pc- (B)(4).date sent: (B)(6).d4 batch # 10ck6p_vcp864d b3: only event year known: 2026photo analysisthis is an analysis for a photo submitted for evaluation.during the visual analysis, the following was observed: the photo shows a needle broken at the tip area without a suture.as the device was not returned, an analysis investigation could not be performed.based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return.as part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.we value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.a manufacturing record evaluation was performed for the finished device 10ck6p_vcp864d batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained:did the reported issue contribute to any patient adverse consequences? .product defect was noted prior to using on patients therefor no injuries.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.